Event description:
During a stenting procedure of the sfa: the physician had difficulty deploying the protege stent, and while manipulating the delivery catheter the stent fractured and about 1/2 of the stent was left in the pt. The physician decided to go back and re-stent over the fractured stent.